Manufacturer narrative:
The device subject of the reported event was returned to steris endoscopy for evaluation. The evaluation confirmed that the loop had disconnected from the device. Further review determined that the legs (bottom) of the loop appeared to be damaged. This damage may have caused an unstable bond of the drive cable loop connection which allowed the loop to disconnect. The cause of the damage to the loop could not be determined. There have been no other complaints associated with this lot. The instructions for use (732260) provides the following instructions to the user, "prior to clinical use, inspect and familiarize yourself with the device. If there is evidence of damage, do not use this product and contact your local product specialist. The following conditions may cause the device to not function properly: attempting to advance the handle to the open position with too much speed or force, attempting to pass or open the device in an extremely articulated endoscope, attempting to actuate the device in an extremely coiled position, and/or, attempting to actuate the device when the handle is at an acute angle in relation to the sheath." Steris endoscopy offered in-service training to the user facility on the proper handling and use of the exacto cold snare; however, the user facility declined. No additional issues have been reported.

Event description:
The user facility reported that their exacto cold snare broke off inside of the patient when retrieving a polyp. The exacto cold snare was retrieved with forceps, and the procedure was completed successfully. No report of injury or procedure delay.

Manufacturer narrative:
Investigation of the reported event is currently in progress. A follow-up report will be submitted when additional information becomes available.